Event description:
Same case as MDR ID: 2134265-2013-08808. It was reported that a proximal pillow of the balloon catheter appeared longer than normal. The target lesion was located in the left anterior descending artery. A 2.00mm x 8mm emerge¿ balloon catheter and a 2.50mm x 15mm emerge¿ balloon catheter were used to dilate the lesion. However, it appeared that the "proximal pillow" was longer than normal. They preceded to place the three stents, used a series of nc balloons, and completed the procedure with the device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of an emerge balloon catheter with no original packaging or other devices. The balloon was deflated, as-received. An inflation device filled with water was used to inflate the device to nominal pressure of 6atm to measure balloon to markerband alignment. All measurements were within product specifications. There was no evidence of any product quality deficiencies associated with the confirmed damage. Operations engineering observations noted: ¿engineers from r&d, design assurance and balloons process development reviewed pictures of the complaint balloon and stated that this condition has been observed during testing when a balloon body is partly contained and the balloon is subject to inflation pressures above the rated burst pressure (rbp). The r&d engineer observed the picture of the complaint balloon that there was wall thickness variation in the ¿new¿ proximal balloon cone area suggesting that the proximal balloon waist expanded to create the ¿new¿ proximal balloon cone during the procedure.¿ the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08808. It was reported that a proximal pillow of the balloon catheter appeared longer than normal. The target lesion was located in the left anterior descending artery. A 2.00mm x 8mm emerge balloon catheter and a 2.50mm x 15mm emerge balloon catheter were used to dilate the lesion. However, it appeared that the "proximal pillow" was longer than normal. They preceded to place the three stents, used a series of nc balloons, and completed the procedure with the device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).